Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had low battery alert and air bubbles issue. The customer¿s blood glucose was unknown at the time of incident. Customer stated that there were air bubbles in the insulin pump reservoir and infusion set tubing. Customer declined air bubbles troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.